Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated fields: h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation. Image not displayed. Based on the results of the investigation, a cable failure caused a communication failure and the images were not displayed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had abnormal image. There was no report of any patient harm.

Event description:
It was reported that the camera head had abnormal image. There was no report of any patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.